Event description:
Friend stopped by to check on pt during the night on 10/23/96. Found pt sound asleep with heating pad to feet and feet in a box. Heating pad setting on high temp. Removed heating pad and found feet to be hot to touch, red, swollen with large blistering to toes. Friend applied silvadene cream and covered with dressing. Pt seen by podiatrist next am. Orders to continue with silvadene treatment and dressing daily. Pt began using heating pad on 10/21/96 and has received instructions on safe use of heating pads left in the home. Pt had new heating pad only three days.